Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and inconsistent thresholds and the patient experienced syncope. The rv lead had a micro dislodgement. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.